Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported the generation of high sodium and chloride patient results on the au680 clinical chemistry analyzer. There was no change to treatment, injury, or death associated with this event. The erroneous patient results were not reported outside the lab.